Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was treated approximately 20 months ago for a right iliac artery aneurysm with another manufacturer's stent graft. The patient also had peripheral vascular disease in both legs, and the left leg was ischemic due to iliac artery occlusion. Another manufacturer's contralateral leg was placed in the right iliac, then extended into the infarenal aorta with a medtronic aneurx cuff creating an aui. A femoral-femoral bypass was also performed with another manufacturer's vascular graft. It was reported two days post stent graft implant, the patient underwent an echocardiogram that showed left ventricular hypertrophy, a dilated left atrium, pericardial effusion, and diastolic dysfunction. The patient also had chest pain on exertion and elevated cardiac enzymes. Seven days later the patient had, bilious emesis evacuated from the stomach. The patient was also diagnosed with clostridium difficile colitis while in the hospital post-surgery. This resolved with treatment. It was reported 12 days post stent graft implant the CT scan revealed dynamic ileus, bilateral adenomas, decreased left kidney perfusion, and mild anasarca. It was reported 25 days post stent graft implant, the patient was examined and diagnosed with superficial femoral artery occlusion in both legs. The patient was otherwise healing well post-surgery and the bypass graft was patent. It was reported 33 days post stent graft implant, the patient was admitted to the hospital with right leg pain and a non-healing foot ulceration. The patient underwent surgery the following day for a femoral-popliteal bypass, but he had a myocardial infarction during the procedure and expired. The physician stated that the patient's death was unrelated to the implanted stent grafts.

Manufacturer narrative:
Eval codes, results: death.